Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The merge healthcare unity investigation showed the report did not upload successfully, and will have to be recreated. To resolve this issue, the exam was re-read by the doctor. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2019 the customer reported an exam was read on (B)(6) 2019, however, the workstation had an operating system failure and the exam report could not be found. An investigation showed the report did not upload successfully. The report word template was created and the exam was re-read by the doctor on the same day (B)(6) 2019. There was no reported adverse event to the patient. However, while images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. Reference complaint-(B)(4).